Manufacturer narrative:
Insulin pump passed the rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected multiple pump error alarm noted during testing. However, hardware low level failure alarm confirmed in the insulin pump history due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated they were able to clear the alarm also able to rewind the insulin pump. Customer stated that displacement test and self test was passed. Customer stated that fill cannula was recorded in the daily history. The device will be return for analysis.